Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the patient had myopia and anisometropia. The lens was exchanged for an iol of same model but less power. In a follow up, the surgeon reported that the event resolved with treatment and he does not blame the iol for the reported event. The surgeon also indicated that an unapproved cartridge and viscoelastic were used during the initial implant procedure.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. File information provided indicated the use of an unapproved cartridge. The indicated viscoealstic is not approved for use with the qualified cartridge combinations for this lens model. The product history records could not be reviewed for the associated cartridge because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax , and mail. A completed questionnaire was received on 01/28/2014. (B)(4).